Manufacturer narrative:
Per the instructions for use, aortic insufficiency is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Central aortic insufficiency can be caused by multiple patient and procedural factors including, guidewire remaining across the valve post deployment, valve malposition (too ventricular aortic valve placement), restricted movement of prosthetic valve leaflets, native leaflet overhang and post dilatation of the deployed valve. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors appear to have caused or contributed to this event. As reported, multiple post dilatations with additional contrast were done in order to mitigate the initial paravalvular leak. Per the edwards thv training program risks associated with post dilating the valve include central aortic regurgitation, aortic trauma and embolic complications. In addition, the thv training guide indicates balloon expansion should be done without adding volume to the syringe. It appears that the multiple dilatations caused over expansion of the deployed valve resulting in central aortic insufficiency. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr case after the 23mm sapien valve was deployed there was moderate paravalvular leak noted. The valve was post dilated twice with 1cc extra each time, which reduced the paravalvular leak to mild but resulted in significant central aortic insufficiency. A second valve was implanted in order to mitigate the aortic insufficiency. The patient was successfully discharged from the tavr procedure. Additional information: the pre and post deployment position of the first valve was 50:50; the native leaflet calcification was described as moderate; the aortic root calcification was mild; there was mild annular calcification. Coaxial alignment of the delivery system and the valve was described as good; image intensifier angle was adequate; ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.